Event description:
It was reported that a customer experienced issues with the pump touchscreen, which frequently stops working. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.